Event description:
It was reported the customer was hospitalized for low blood glucose. The customer stated while driving, he passed out and was taken to the hospital by the ambulance. Troubleshooting was performed. The programming and settings in the insulin pump were correct. Ran a fixed prime test and high-pressure and the device passed the tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.